Manufacturer narrative:
Concomitant medical products: - ml taper femoral stem, item and lot# unknown. - item# 01.00181.440, lot# unknown, metasul ldh, head, 44, code j, taper 18/20. - ldh head adapter, item and lot# unknown. Complaint investigation: - DHR review: n/a the DHR check could not be performed as the lot number was not available. - review of event description: patient underwent revision due to acetabular loosening, mild corrosion, mild pain, slightly elevated cobalt. - surgical report: review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. - no further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer gmbh will close this case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a patient underwent revision surgery approximately thirteen years post-implantation due to acetabular loosening, mild corrosion, mild pain and slightly elevated cobalt.